Event description:
As reported by legal, approximately 5 years post op the initial tka, this patient experiences stiffness, pain, and discomfort at the site of the implant.

Manufacturer narrative:
Pending manufacturer evaluation.

Manufacturer narrative:
Additional information d8 e3/e4 g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information: a2, a3, b5, b7, d4, d10, g3, g4, h4. Corrected information: b2, b3, e1, g1, g2, h6 . D10: 02-010-03-0320 - logic cr femoral cem, right, sz 2 4672048, 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 4732569, 200-02-32 - three peg patella 32mm 4744654.

Event description:
It was reported via legal documentation that approximately 67 months after the patient had a right total knee arthroplasty the patient underwent a revision surgical procedure to address prosthesis wear, pain, swelling, discomfort and joint effusion. A post operative report was provided. The postoperative diagnosis noted right total knee arthroplasty with polyethylene failure. Intraoperatively the surgeon observed the polyethylene tibial component had plastic destruction of the posterior lips and fracture posteriorly, delamination and pitting of the medial and lateral components. There were no medical or surgical interventions reported. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.